Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of device found evidence that failure mode was due to bending overload.

Manufacturer narrative:
Evaluation of the explanted device found evidence that proper surgical positioning and alignment were not utilized which resulted in excessive force being exerted on the device.

Event description:
It was reported patient underwent a rotator cuff repair procedure on (B)(6) 2013. During the procedure a suture anchor fractured upon insertion. The device was removed and the procedure completed with another anchor.